Event description:
It was observed during device evaluation that the colonovideoscope had dirt on the lens and a burnt c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event burnt c-cover was caused by a component failure. However, dirt on the lens also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.